Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported the balloon burst. The patient was undergoing percutaneous coronary intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. Following pre-dilatation, a 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, due to calcification, the balloon failed to cross and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.